Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up in clinic multiple noise events were observed on the ventricular channel. The patient was asymptomatic. The lead was capped and replaced. Patient condition is stable.